Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the cable is defective as the customer observed interference reading on the philips vs3. The cable was replaced and the issue was resolved. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. External inspection revealed no physical damage. The cable failed continuity testing due to a short between the green conductor and inner shield, inside the bend relief area at the rd connector. The cable was connected to a philips monitor and an "interference" error message was displayed., corrected data: lot #: corrected from e16c2k to e16c630. Device manufacture date: corrected from 03/31/2016 to 03/30/2016.